Manufacturer narrative:
Due to no product return the complaint could not be confirmed. Definitive conclusions, accurate investigation and evaluation are not possible without product to evaluate. No further actions pursued at this time.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that after placing the second implant (t2) the adjustable depth limiter got stuck in the joint and had to be pulled out with high forces by pulling out the needle from the joint a small fragment of the depth limiter got lost but could be found within a few minutes and was recovered with an arthroscopic forceps. The procedure was completed without any further problems and there was no patient injuries reported.

Manufacturer narrative:
One 72202468 fast-fix 360 curved needle delivery system device returned. There is extreme bow, bending and twisting of the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. The depth limiter was returned unusually far advanced. It was found on the furthest increment possible before detachment. The distal tip is torn. The ripped portion was returned. The device no longer cycles or actuates properly due to the needle alteration. No root cause related to the manufacture of the device was confirmed.